Event description:
It was reported that during a da vinci-assisted surgical procedure, there had been ongoing intermittent issues with the generator recognizing bipolar instruments. Technical service engineer (tse) reviewed that multiple cables had been tried, but the intermittent recognition issue continued. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis, and the reported issue was replicated on site. The reported issue was not confirmable using logs; no error codes logged directly relating to the reported event. However, m-11 error logged may be of concern. M-32 also logged in logs. Visual inspection found no issues related to the reported event. However front bezel noted to be experiencing slight yellowing/discoloration. Cosmetic issues may require rework. Fa inspection was able to replicate the reported event; unit tested on system, energy port grip for bipolar 1 and 2 noted as loose. Instrument recognition is easily broken with minimal force/wiggle applied to energy cables. Energy operations performed successfully via all ports, however issue with bipolar socket grip is present. The probable cause was attributed to a faulty electrical component inside the generator.